Manufacturer narrative:
Common device name) lnz. (B)(4). The event is currently under investigation.

Event description:
Upon removing a 19 fr. Catheter during a thoracotomy, resistance was felt. The catheter was rotated and the device was removed easily. It was noted that the outer layer had buckled at a portion, and a small defect was noted. A small 2-3mm x 1-2mm yellow outer layer in the patient's trachea was removed by using a bronchoscope. The reporter states this device may have been too large for procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Procode: lnz. (B)(4). Investigation - evaluation a review of the specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device is manufactured to specifications: "confirm overall surface of catheter is clean and free of excessive dents, scratches or bumps. Markers must be smooth. ¿inspection method: visually examine and feel..¿ the lot number is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required.

Event description:
Upon removing a 19 fr. Catheter during a thoracotomy, resistance was felt. The catheter was rotated and the device was removed easily. It was noted that the outer layer had buckled at a portion, and a small defect was noted. A small 2-3mm x 1-2mm yellow outer layer in the patient's trachea was removed by using a bronchoscope. The reporter states this device may have been too large for procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.